Manufacturer narrative:
Upon x-ray review, it has been determined that the reported device did not cause or contribute to the event. Event will be reported in MFR 0001825034-2018-10958-1.

Event description:
Void - upon x-ray review, it has been determined that the reported device did not cause or contribute to the event. Event will be reported in MFR 0001825034-2018-10958-1.

Manufacturer narrative:
(B)(4). Concomitant medical devices - unk liner. Unk head. Unk stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-10958 and 0001825034-2018-10959. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to instability due to wear. Cup, liner and head were revised. Attempts have been made and additional information on the reported event is unavailable.